Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within 5 days post implant, the patient had a perforation off the laterial wall via fluoroscopy. The right atrial lead appeared to be dislodged and had no capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.